Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 526 mg/dl. The customer reports they have a backup plan available. The customer was treated with manual injection. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that the device is working as it should according to the troubleshooting and monitor and call back kif any issues continue.